Event description:
Pt underwent a bam in 1978 with silicone gel breast implants. Due to possible right breast implant rupture and bilateral capsular contractions, the pt desires explantation of the silicone gel implants. The name of the MFR is not known to reporting facility. Gross exam: both implants are ruptured. The capsules show foreign body reaction.